Event description:
It was reported that the customer received a minimum fill notification intermittently. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to address the issue.